Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during the aql visual inspection of bags for lot #: 25a09 or 24m19, visible particulates were found in a total of one (1) IV bag. The IV bag was submitted to analytical services for particulate identification testing and has been identified as extrinsic (human biologic).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was submitted to the manufacturer for evaluation. Through visual examination of the photo, a particulate with size roughly of 1 mm was observed. Based on a provided analysis of the material, the particulate was identified as extrinsic (human biologic). A review of the device history record (DHR) performed for the reported possible lot numbers of 25a09 and 24m19 and no abnormalities or non-conformances were noted during the in process or final product inspection. Reserved samples from the same lot number were examined; no damages or abnormalities were observed. Under review of the overall manufacturing line, no source for such kind of contamination has been recognized. The semifinished product (welding phase of the three tubes between the two eva sheets of the bag) is produced through an automatic machine without operator intervention. Then, the bags are transferred to another automatic machine for components assembly and testing. This machine also operates without operator intervention during this phase. Based on the investigation and with the current available information, the actual origin of the contaminate could not be identified. Additionally, the origin of such particle is reasonably not attributable to manufacturing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.